Event description:
The surgeon noticed that there was no solid connection between the implant holder and the implant. So he couldn't position the implant right and had to use the oblique cage in the end. Critical delay of about 30-45 mins.